Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause could not be identified. However it is likely insufficient spare cleaning and rinsing within the conduit line, as well as inadequate drying during endoscope storage due to valves not being removed led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had foreign material inside the nozzle and on the objective lens. There was no patient involvement.